Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97745 patient programmer (ptm), serial number (B)(6), revealed broken connector supports. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was reported that pt's controller became unresponsive and pt reset the controller and everything seemed to be working as intended. Pt later began charging their ins and the controller became unresponsive again and pt could not get the controller to power on again at all. Caller did not have the controller with them at the time of the call and will be calling back to provide serial number and to do further troubleshooting. They called back on 10-02, stating that since saturday, the pt plugged in the recharger antenna, but the controller did not detect that the recharger antenna was plugged in. During the call, the pt got "no device found" on the controller; pt pressed "recharge" and got the "connect the recharger" screen even though the recharger was plugged into the controller. Pt could not advance beyond the "plug in the recharger" screen. Pt inspected the port of the controller and the plug of the recharger antenna, but no damage was detected. On (B)(6) 2021, the patient rep (caller) called back and repeated information previously reported in this case. Caller stated that the pt told them it was not the controller that needed to be replaced, but that the "belt does not acknowledge the device recharger head". Caller gave the serial number of the recharger. Caller said that when the recharger is plugged in, it doesn't find anything and it doesn't do anything. Caller said the pt hasn't recharged since friday. While on the call, caller tried to call pt to have them share what they see, but the phone call went to voicemail. Caller said they wanted to pt to call back to explain exactly what they are seeing, so they will call later this afternoon. Pss closed case.